Event description:
It was reported that at implant, the outer insulation bunched up when trying to insert the lead into an introducer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Visual analysis noted that no insulation issue was found.